Manufacturer narrative:
(B)(4). The vyaire factory service dept. Received the suspect component and performed an investigation. The reported issue could not be duplicated in the laboratory setting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator alarmed vent inop.